Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
It was reported a csf leak had occurred during the trial lead implant procedure. The physician performed a blood patch, and it was reported the patient was asymptomatic. It was reported the patient received effective stimulation during the trial, and was satisfied. There were no further issues and follow up determined the patient remained asymptomatic.